Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Mfg eval revealed that a 280.590 dhs/dcs one-step lag screw was returned for eval. Visual inspection noted no visual damage. Measurable features were within specification. Based on the condition of the returned device and the eval, the complaint is deemed invalid from a mfg standpoint. A review of the device history record did not show issues that could have contributed to the reported event.

Event description:
It was reported that during an open reduction interbody fusion (orif) hip fracture procedure surgeon reduced the fracture and drilled the hole for the lag screw in the femoral head. Surgeon inserted the dhs/dcs one-step lag screw with the dhs/dcs one-step insertion wrench and attached the 130 degrees dhhs sideplate-std barrel and it became stuck on the inserter. Surgeon removed the inserter, plate and the lag screw and selected another dhs plate and inserter to complete the procedure. An extra 10 mins was added to the procedure. This is 2 of 3 reports for the same event.